Event description:
Insertion of the device went normal. The cutting balloon was inflated to score the plaque without problems. The cutting balloon was deflated under vacuum and retraction was attempted. The cutting balloon would not delfate enough to retract it through the catheter. All components were retracted together and no problem was noted until the removal of the components through the insertion sheath was attempted. Several attempts were made to remove the components. During one of the attempts the cutting balloon separated from the catheter. A consult was done with interventional radiology and a procedure was scheduled where the part which remained with the pt was removed without further incident.